Event description:
Inbound pt reports leak from air vent on filter of cadd extension tubing lot 57x488, expiration: 11/27/2022. No further details provided. Diagnosis or reason for use: pah. "Is the product compounded: no, is the product over-the-counter: no."